Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2023, on day 39 after insertion. The returned sensor was tested in-house, and it did not reveal any performance malfunction. On the (B)(6) 2023 there were 4 consecutive suspicious calibrations which led to sensor suspend phase, where the system blinds the sensor readings for 6 hours which allows the algorithm time to recalibrate the glucose calculation and start in initialization phase. After the system was out of the sensor suspend phase, it restarted in initialization phase and displayed better agreement between the sensor readings and fingerstick measurements. However, on (B)(6) 2023, there were another 4 consecutive suspicious calibrations, resulting in another sensor suspend phase. Since two sensor suspends occurred within 14 days from each other, after the 21st day from insertion, the sensor replacement alert was triggered per design. As part of the resolution, the user received a new sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.